Event description:
The patient has joint instability post-operatively. Surgery is planned to do a medial release and exchange the poly inserts.

Manufacturer narrative:
The patient has joint instability post-operatively. Surgery is planned to do a medial release and exchange the poly inserts. Review of the device history record indicates that the device was manufactured to specification.